Event description:
Medtronic received additional information that the procedure was a lumbar fusion.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded the issue was due to workflow technique or error. Estimated 3d dose absorbed (patient): 2. 056 msv number of people exposed: 1. - patient number of people in or other than patient: 3. D10: product ID: bi71000503, product ID: bi71000159. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the reported event could not be duplicated. However, broken pieces of the covers were found inside the gantry indicating impact with something under the table. This was suspected to be the cause of the noise. The log review did not find any errors. A quote was given to the site for replacement of the covers. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that during the post-operative scan, the system made a loud popping noise and the scan was terminated after 6-7 seconds of the image acquisition. The system prompted a message that the scan had been terminated early. The radiologic technologist (rt) was able to rescan the patient and the procedure proceeded normally using the imaging system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.